Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the roller pump jammed. A "pump jam" error message was observed. The device was used for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.